Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
A gas loss in the iab circuit occurs when the pump detects a helium loss due to a leak or a high rate of diffusion in the iab circuit. A gas loss alarm is triggered. The alarm activates only when the iab inflation period >= 80 msec and the deflation period >= 250 msec. Gas loss cause is pump system malfunction, if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using the fill key. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (type of investigation and component codes), e1 (event site state telephone) a gas loss alarm while precepting and training a new nurse on iabp therapy reported. The nurse requested assistance in explaining the alarm clearly for educational purposes. Prior to providing education, the nurse confirmed that there was no blood in the helium tubing and that all connections were secure. The nurse stated that these checks had already been completed and that therapy had been successfully resumed using the ¿iab fill¿ and ¿start¿ keys. During discussion, it was noted that the patient was mechanically ventilated on a high peep setting, which can contribute to gas loss alarms due to changes in intrathoracic pressure. The alarm and its clinical significance were reviewed.

Event description:
Na.